Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump had malfunctioned "secondary to low battery." The pt's pump was reprogrammed and then later replaced. The pt outcome was stated as "no injury." The medication being delivered via the device system was hydromorphone.